Event description:
It was reported that the bd q-syte¿ needle-free connector experienced flow issue. The following information was provided by the initial reporter: when connecting the infusion to the patient, it was found that the patient's septum joint was blocked, resulting in no dripping of the infusion.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that the bd q-syte¿ needle-free connector experienced flow issue. The following information was provided by the initial reporter: when connecting the infusion to the patient, it was found that the patient's septum joint was blocked, resulting in no dripping of the infusion.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.